Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during testing at an implant procedure this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had impedances ranging from 60 ohms to 70 ohms 80% of the time and greater than 125 ohms 20% of the time. Boston scientific technical services (ts) was contacted and discussed turning off the cautery. The physician removed the lead from the device and when reconnected the impedances were 110 ohms. The r2 was turned off and when measurements were taken again the impedances were 80 ohms in the triad configuration. No adverse patient effects were reported. .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was explanted and returned over six and a half years later for an unrelated product performance issue.